Event description:
A customer reported that their pump experienced a malfunction, displaying the code "malf 1." There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information and helped reset the pump; however, the malfunction recurred. Cts sent replacement pump. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery until the replacement pump arrived.